Event description:
It was reported that the left ventricular lead previously caused diaphragmatic stimulation and had been programmed off. The lead subsequently dislodged, was explanted and replaced. It was further reported that the right atrial lead had far field r wave oversensing. The lead was explanted and replaced. It was further reported by the reverse study that the right atrial lead was dislodged during the removal of the system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, and there was apparent explant damage. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, ther outer insulation had a white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, and there was apparent explant damage. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, ther outer insulation had a white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads are in process; the results will be forwarded when available.

Event description:
It was reported that the left ventricular lead previously caused diaphragmatic stimulation and had been programmed off. The lead subsequently dislodged, was explanted and replaced. It was further reported that the right atrial lead had far field r wave oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.